Manufacturer narrative:
Date of event: it is a best estimate.

Event description:
It was reported that the patient has been experiencing inflation anomalies with a penile prosthesis. No further information was reported.